Event description:
It was reported that a johnson and johnson (jnj) intraocular lens (iol) was implanted in the patients both right and left eye. The directions for use were followed. During a post-operative examination, the patient reported glare and halos. As of june 20, 2024, the patient's outcome was reported as fully recovered. However, it was also reported that the patient is scheduled for an explant. The explant for both eyes subsequently occurred. The serial numbers were provided but the eye was not specified. No further information was provided. Note, this report captures one eye serial #: (B)(6). The other eye serial #: (B)(6) is captured in 3012236936-2024-0002362.

Manufacturer narrative:
Section a2, date of birth: unknown/not provided. Section a3b, a4, a5, and a6, patient information: unknown/not provided. Section b3, date of event: the customer said, ¿post operatively¿. Section d6b, if explanted, give date: unknown, the best estimate is prior to (B)(6) when we were notified the product was received by the johnson and johnson investigation site. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: evaluated by manufacturer: yes. Device evaluation: two specimen containers were received. One marked on the cap with a "l" and the other marked with a "r". Two lenses were received. The complaint did not specify which was associated with this event so both were evaluated in this complaint. The lens marked "l" presented cut in half. The lens was cleaned and no further issues were identified. The lens marked "r" was received cut in half which included a haptic that was cut and was missing. No further issues could be identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.